Event description:
The patient stated that the plunger of the insulin cartridge became stuck on the piston rod of the infusion device while he was attempting to change the insulin cartridge. He stated that this caused insulin to spill into the cartridge compartment of the infusion device. The patient stated that he was able to dry the insulin from the cartridge compartment. The patient was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.